Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the dhs/dcs impactor pinned assembly (p/n: 338.26, lot #: 5l64020) was returned and received at us cq. Upon visual inspection, it was observed that the tip for dhs/dcs impactor is broken apart as reported. It was also observed that impactor received has the condition of scratched/nicked as there are several scratches on it and also black ppsu part got chipped off at the distal end. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the following documents were reviewed: dhs/dcs impactor pinned assembly, tip for dhs/dcs impactor investigation conclusion: the complaint condition is confirmed due to the breakage. Because of the broken condition it is not possible to measure the relevant dimensions anymore. There was no indication that a design or manufacturing issue contributed to the complaint. However, no definitive root cause could be determined, we do suppose that the device encountered unintended forces, such as excessive force application during its use, which finally resulted in the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part/lot combination are unknown at synthes gmbh, no DHR review possible. Device history review: a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the procedure the impactor broke. There were no fragments generated. There was no surgical delay. Another set was used to complete the procedure. The procedure was completed successfully. There was no consequence to the patient. This report involves one (1) tip for dhs®/dcs® impactor (338.28). This is report 1 of 1 for (B)(4).